Event description:
Doctor reports patient has a 20 yr old left total hip which appeared to be and osteonics stem and cup by x-ray. The patient was complaining of pain and x-ray revealed an eccentrically worn liner. Doctor requested to remove and exchange liner. During the surgery doctor noticed that the cup was loose and planned to revise the cup. The cup was revised to a tritanium revision cup with screws. He also used hydroset to fill in cyst type lesions in the acetabulum. Upon probing the femur he noticed what he called osteolysis proximally. At that time he decided to revise the femoral component to a restoration modular stem. The procedure was completed successfully with good stability of the new hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as osteonics stem. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
(B)(6). An event regarding wear involving an unknown liner was reported. Conclusion no allegation of failure was made against the stem. The stem was implanted for twenty years. Based on the information provided there is no indication that the product reported in this investigation contributed to the event.

Event description:
Doctor reports patient has a 20 yr old left total hip which appeared to be and osteonics stem and cup by x-ray. The patient was complaining of pain and x-ray revealed an eccentrically worn liner. Doctor requested to remove and exchange liner. During the surgery doctor noticed that the cup was loose and planned to revise the cup. The cup was revised to a tritanium revision cup with screws. He also used hydroset to fill in cyst type lesions in the acetabulum. Upon probing the femur he noticed what he called osteolysis proximally. At that time he decided to revise the femoral component to a restoration modular stem. The procedure was completed successfully with good stability of the new hip.